Event description:
It was reported that the patient presented in clinic for a routine follow-up. The pulse generator could not be interrogated. The device could be interrogated once the patient eliminated electromagnetic interference by turning off their assisted breathing device. Upon interrogation, the device exhibited phantom programming. Device reprogramming was recommended. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.